Manufacturer narrative:
Citation: costa et al. Balloon-expandable versus self-expanding transcatheter aortic valve replacement: a comparison and evaluation of current findings. Expert rev cardiovasc therapy. 2020 oct;18(10):697-708. Doi: 10.1080/14779072.2020.1807326. Epub 2020 aug 13. Earliest date of publish used for event date. Medtronic products referenced: corevalve, evolut r, evolut pro. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a technical review of the advantages and disadvantages of several balloon-expandable and self-expanding transcatheter aortic valves. All data were collected from a meta-analysis review of articles published between 2014 and 2020. Due to the nature of the meta-analysis review the patient population was undefined and therefore no patient demographics were available. Medtronic products represented in the patient population included corevalve, evolut r and evolut pro bioprosthetic valves; however, the number of devices or unique device identifier numbers were not provided. Among all patients, an undisclosed number of deaths occurred at 30-day and 1-year follow-up. No further details regarding these deaths were provided. Based on the available information medtronic product was not directly associated with the death(s). Among all medtronic patients adverse events included: stroke, high gradients, patient-prosthesis mismatch, major vascular complication, major or life-threatening bleeding, rehospitalization for heart failure, severe paravalvular regurgitation, permanent pacemaker, structural valve dysfunction (svd) / bioprosthetic valve failure (bvf), and valve-in-valve implants in unnamed degenerated surgical bioprostheses. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.